Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat the left anterior descending (lad) coronary artery. The multi-link8 stent was implanted and after implant it was noted the proximal shaft was separated when trying to remove the delivery system. The separated portion was removed via snare. There were no reported adverse sequela. No additional information was provided.

Event description:
It was reported that the procedure was to treat the left anterior descending (lad) coronary artery. The multi-link8 stent was implanted and after implant it was noted the proximal shaft was separated when trying to remove the delivery system. The separated portion was removed via snare. There were no reported adverse sequela. Subsequent to the initially filed report the following information was provided: there was no resistance during advancement but resistance was noted with the anatomy during removal and force was applied. No additional information was provided.

Manufacturer narrative:
Device code 2017 - excessive force. A visual inspection was performed on the returned device. The reported material separation was confirmed. The reported difficult to remove could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. It was reported that while the multi-link 8 stent delivery system was being removed, resistance was felt and use of force was applied. It should be noted that the multi-link 8, multi-link 8 small vessel (sv) and multi-link long length (ll) coronary stent systems (css) instructions for use (IFU) states: should any resistance be felt at any time during lesion access or delivery system removal, the entire guiding catheter and stent system should be removed as a single unit. Applying excessive force to the stent delivery system can potentially result in loss or damage to the stent and delivery system components. It is unknown if the IFU deviation contributed to the reported event. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no product-related corrective action will be implemented in this case.g3: date received by manufacturer - updated from 12/22/2021 to 12/23/2021.